Manufacturer narrative:
It was discovered while troubleshooting with bci hotline that an accutni reagent pack was mis-loaded and therefore in the incorrect slot of the reagent storage carousel. User error is the root cause for this event. Bci cts (customer technical support) walked the customer through verifying proper reagent pack placement for all remaining on-board packs.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously low troponin (accutni) result of 0.0 ng/ml generated by the unicel dxc 600i synchron access clinical system. Subsequent testing on a different instrument produced a result of 0.07 ng/ml within the risk stratification range. The customer also obtained ind/no value flags for accutni results on multiple other patients' samples. No reports of death, injury, or change to patient treatment have been reported in connection with this event.